Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/17/2015 and found the instrument reporting vls diluent errors. The fse inspected the vls subsystem and discovered a broken valve vl111 for the probe wipe vacuum. The fse replaced the valve to resolve the issue. (B)(4).

Event description:
The customer reported vent line sensor (vls) error messages from a coulter lh 750 hematology analyzer, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.